Event description:
The device was used during a lap fundoplication procedure. Reportedly a component disengaged into the patient's cavity. The surgeon was able to retrieve the component without patient injury.